Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded. The event can be detected/prevented by following the description below: warning ¿ do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. In addition to the gap between acoustic lens and ultrasound probe, additional findings were as follows: due to damage on the channel tube, water tightness was lost; objective lens had a scratch; light guide lens had a crack; adhesive on bending section cover had a crack; due to wear of angle wire, bending angle in up direction did not meet the standard value; ultrasonic probe was loose; and universal cord had buckling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope had a leaky distal end and was not properly reprocessed before being sent in. The event occurred during reprocessing. There was no patient harm associated with the event. The device was evaluated, and it was found that there is a gap between acoustic lens and ultrasound probe. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.